Manufacturer narrative:
Reference record (B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient had a percutaneous endoscopic gastrojejunostomy (peg/j) tube placed on an unknown date. It was reported that while the nurse was fixing the connector for leaking, the intestinal tube got pulled out 6-8 inches. The patient was seen by the physician, and was admitted to hospital on (B)(6) 2016. On (B)(6) 2016, a very deep ulcer was found in the patient's duodenum. The peg and j tubing were removed, and a regular peg tube was placed. The duodopa therapy was discontinued and patient is being treated with acid suppressors for the duodenal ulcer.